Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument did not burn/function. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Failure analysis found the primary finding of cannot verify external event to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. Energy delivered and the electrical continuity test passed without any issues. Additional finding not reported by the site: the instrument was found to have thermal damage located at the base of right jaw. This failure is typically associated with mishandling/misuse.